Event description:
It was reported that, "pt complained of knee pain and was scheduled for patella resurfacing. Initial replacement patella was not replaced. All implants were revised because of looseness poly wear and incompatibility of duracon t/s with current tray in." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1989.

Manufacturer narrative:
An eval of the device cannot be performed as the revised devices were kept by the pt and were not returned to the manufacturer. Catalog numbers and lot codes for the reported devices were not provided as they could not be read from the explanted devices. Additional info including x-rays and medical records was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.